Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the length of a pedicle screw was laser marked incorrectly. The screw was laser marked as 24mm, but actually measures 28mm. This was detected upon receipt, so there were no surgical or patient impacts.

Manufacturer narrative:
The device was returned and evaluated. The etch on the product read "24mm" but the actual screws are "28mm". The complaint is confirmed. The incorrect etch is due to incorrect laser marking being chosen during manufacturing.

Event description:
It was reported that the length of a pedicle screw was laser marked incorrectly. The screw was laser marked as 24mm, but actually measures 28mm. This was detected upon receipt, so there were no surgical or patient impacts.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the length of a pedicle screw was laser marked incorrectly. The screw was laser marked as 24mm, but actually measures 28mm. This was detected upon receipt, so there were no surgical or patient impacts.